Manufacturer narrative:
The rate/sense portion of the lead was surgically abandoned and a new rate/sense lead was successfully implanted. The device remains in-service. Investigation is complete. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular lead had fell. This patient was device dependant. It was reported that the cause or nature of the fall was not known. There was varying changes in the right and left ventricular amplitudes. In addition, the right ventricular thresholds had increased and there was intermittent capture. As a result the ouputs on this cardiac resynchronization therapy defibrillator (crt-d) were increased. There was discussion about the effects on longevity. No adverse patient effects were reported.